Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare provider reported "breast asymmetry with skin thickening and parenchymal hypersignal" "retro areolar ductal ectasia" "prominent axillary lymph nodes" this is for the right side. Device remains implanted. Patient reported pain and inflammation. Treatment with "injections" was given to relieve pain.